Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament surgery the tightrope broke tibial during tensioning or the mechanism gave way. The implant remained inside the patient an was then fixed with an abs button. Per complaint reporter there was no harm for patient, operator or third party. It was not necessary to switch the surgical technique or do a second surgery.